Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, "it was reported that the cutter was used in conjunction with the disc to prepare the vertebral endplates. On the first affected area, disc space preparation and decompression were done. When the surgeon went to mill the endplates, the milling device did not work and the gears were jammed. Another cutter was opened and used to complete the procedure." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned instruments which could be responsible of the event. Extra load applied to the gears mechanism during the cut of the vertebral endplate may induce an important friction wear responsible of the damage of the gears teeth. Deviation or non-conformance to specifications has been recorded for the lot number em10g0541. This nonconformance was related to the laser mark of the lot number. Those deviations did not affect the mechanical properties of the instrument.